Event description:
Patient was revised to address anterior knee pain. Surgeon performed a patella tendon release and replaced the poly on insert and patella. Poly wear of the insert was found.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the deice history records and search the complaint database by lot was not provided. The investigation could not draw any conclusions about the reported pain; however, provided information stated a patient tendon release was conducted which could be a contributing factor. No conclusions could be drawn about the reported polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l information be received, the investigation will be re-opened.